Event description:
It was reported to philips that the system's geometry was intermittently restarting, which can impact geometry movements. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) examined the system remotely and confirmed that the system's geometry was intermittently restarting. Review of the log files shows geometry performance problem, the firewall is missing between the system and hospital network, showing the main cause to be network issue. Upon troubleshooting, the philips field service engineer (fse) visited onsite and checked system prs portal connected with auto ip (internet protocol) network address assigned and found ip of system was conflicting with other system. Fse advised the customer to provide the static ip for cath lab system. To resolve the issue, fse corrected the ip of the system. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.